Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges that while the consumer was in his chair it came to an abrupt stop allegedly causing the consumer to be thrown from the chair. The consumer was in front of a fire house. The fire fighters came out to assist the consumer.

Manufacturer narrative:
Only the joystick was returned for evaluation. The evaluation concluded that the alleged condition (sudden stop) could not be duplicated.

Event description:
Provider alleges that while the consumer was in his chair it came to an abrupt stop allegedly causing the consumer to be thrown from the chair. The consumer was in front of a fire house. The fire fighters came out to assist the consumer.